Manufacturer narrative:
Manufacturer learned about patient revision on (B)(6) 2015 due to everest screw fracture. The implants have not been returned yet and investigation is still in progress. The manufacturing and inspection records were reviewed and no discrepancies or anything conclusive in regards as to the cause of the incident were found. The devices were manufactured to specifications.manufacturer will follow-up with report when new information is available.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation and evaluation has been completed. Upon visual, microscopic, chemical evaluation of the subject part(s), it was found that the everest screws fractured due to unidirectional bending fatigue. A review of all applicable material, inspection, and manufacturing records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. Reportedly, the patient is continuing to do well. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. A review of all applicable risk related documents revealed that k2m addresses alleged screw fracture concerns raised in this complaint, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the surgical technique guide and IFU are accurate and available to the surgeon - no edits are deemed necessary based on the information provided in regards to this event.

Event description:
Manufacturer learned about patient revision (B)(6) 2015 due to everest screw fracture.